Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product event summary: analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4472 boston scientific competitor lead, implanted (B)(6) 2004. (B)(4).

Event description:
It was also reported that the physician was unable to completely extract the lead due to calcification. The lead was cut just past the trifurcation. The partial inactive lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Analysis of the device memory also indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. On (B)(4) 2015, the rv defibrillation lead impedance measured 254 ohms which has been steadily trending upward since 2013. On (B)(4) 2015 svc defibrillation impedance measured 254 ohms which has been steadily trending upward since 2013. Concomitant product: d224drg ICD implanted: (B)(6) 2011.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a rise over time in rv and svc impedance and it now demonstrated out of specification high impedance on the rv and svc with a possible fracture. Presently, the lead remains in use, but the patient is being referred for a possible lead extraction and/or re-implantation. No patient complications have been reported as a result of this event.